Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a total gastrectomy roux-en-y procedure, the 45mm reload was used during duodenectomy. The nurse said after opening/closing check, he/she handed the handle to the surgeon. The surgeon set the jaw on the tissue and pressed the green button in order to fire. When squeezing the handle, a rasping sound was generated and then the surgeon released the cartridge. When he/she fired again in the same way, it was able to staple without problem. The 45mm reload was also used in esophagectomy. This time the surgeon checked the accuracy and when firing in the same way, there was abnormal noise and the cartridge advanced a little possibly or not at all. The cartridge did not advance last time but this time it was not able to be released. The surgeon used esophageal forceps and resected the tissue with a scalpel. The surgical time was extended by less than 30 min. A new device was used to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. Visual and functional evaluation of the reloads found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.